Event description:
Reporter stated, the tibial insert would not fit properly in the baseplate. There was no adverse consquence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: a functional check of the insert revealed the snap tab locked correctly with a good snug fit. Since the event could not be duplicated, the reason it was not possible to snap the insert into the baseplate is not known.